Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the introducer needle broke from the applicator. Additionally, patient stated that they experienced bleeding at the sensor insertion site.the sensor was inserted into the upper buttocks on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event that the introducer needle broke from the applicator could not be determined. A root cause cannot be determined.